Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Device alerted for lv pacing impedance out of range on (B)(4) 2015. Lv pacing impedances had been steady between implant and when it spiked out of range on (B)(6) 2015. Concomitant products: 305u225 tissue valve, implanted: (B)(6) 2010; 694765 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for out of range impedance spike. High impedance was measured and a fracture was suspected. The lead was capped and replaced with a competitor product. No patient complications have been reported as a result of this event.